Manufacturer narrative:
(B)(4). Upon completion, the results will be forwarded. Several attempts to gather information from the customer were made. To date, no response has been received. If additional pertinent information becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reports that the catheter leaked below the connection site where the catheter starts and the lumen ends.

Manufacturer narrative:
The product sample was not returned to the manufacturing site for review. Several attempts to gather information from the customer were made. No response has been received. If additional pertinent information becomes available, the report will be updated. With the available information, the most probable root cause could be considered as misuse (leak could be caused due to over bending or excessive force). However without the sample, this cannot be confirmed. The devise history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. The manufacturing lot number associated with this complaint was 347954(julian lot number 210708x). Lot 347954 was released on 05/29/12. The lot involved within this complaint was manufactured on 05/29/2012 prior to implementation of special 510k#k130725. Under special 510k#k130725, covidien expanded warnings within the instructions for use manual of this product to highlight the concern of uvc catheter damage in the hub area associated with the use of alcohol based disinfectants. The instructions for use were replaced in all stock, and hospitals were sent a letter highlighting this issue. It must be noted that the instructions for use (IFU) states: do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter and continues, do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the